Manufacturer narrative:
The device was returned to olympus for inspection based on the results of the investigation, the most probable cause was determined to be expected or random component failure. No design or manufacturing deficiencies were identified as contributing factors. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
During device evaluation, it was identified that clogging of the biopsy working (bw) tube resulted in the expulsion of foreign material from the distal end of the bronchofibervideoscope. There were no patient injuries or patient involvement associated with this event.